Manufacturer narrative:
Date sent 08/20/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable and the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The customer has requested to have the scm12 re-evaluated for dc motor adapter replacement.